Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Battery (B)(4) was not analyzed per document d02898. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The investigation determined that there is a potential for these batteries to malfunction due to faulty lishen cells within the hvad battery pack. This potential malfunction likely contributed to the reported event. The most likely root cause of the reported event may be a combination of a communication error between the controller and batteries and the five batteries with the potential to malfunction due to faulty internal cells. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is four of six reports (3007042319-2015-01673, 3007042319-2015-01674, 3007042319-2015-01675, 3007042319-2016-00434, 3007042319-2016-00435 and 3007042319-2016-00436) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) by medical staff that a patient while ambulating experienced power sources changing from one port to the other port earlier than expected. The controller was exchanged and batteries were replaced with no reported consequences or impact to the patient. No additional information was reported.